Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) observed drawer 2.2 main had missing row b. Fse was granted permission to log in, dropped down in windows, and throttled the pyxinet connection to 100 half duplexes. The fse ran hardware test application diagnostics and verified that all rows were showing in version 2.2 to resolve the issue. Fse verified no failures in dispense application and users can access medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.2 was failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.